Manufacturer narrative:
Initial and final MDR (B)(6). Device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula kinked events on (B)(6) 2025. The event occured within three hours of insertion. The insertion site was left rear love handle. The patient replaced infusion sets and resumed insulin successfully. No further information available.